Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company's acceptance criteria. Root cause could not be confirmed. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested.

Event description:
A surgeon reported corneal flap thickness asymmetric in a patient's eye during a lasik procedure. Additional information has been requested.